Manufacturer narrative:
Batch review performed on 30 april 2021: lot 170026: (B)(4) items manufactured and released on 31-may-2017. Expiration date: 2022-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 years and 11 months after primary for stem loosening. The surgeon revised successfully the femoral components.